Event description:
Unomedical reference number (B)(4). Event occurred in australia. It was reported that patient faced infusion set leakage at site event on (B)(6) 2024. The events occurred within 3 hours of insertion. The blood glucose level at the time of event was 26 mmol/l and patient resolved the event by replacing infusion set and resumed insulin successfully. No further information available.